Event description:
The IV team was called to repair a hole in a patient's line. The hole was proximal to the end cap. Using a sterile technique, broviac repair was attempted, but the new 3.0 fr. Catheter sheath would not advance, and the new line broke at the distal end of the repair extension, where it connects to the female adapter. Another 3.0 fr. Broviac repair kit was obtained and the repair was completed without difficulty.